Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00336. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 years, 9 months. Manufacturer's investigation conclusion: the patient remained ongoing on vad support until they underwent a transplant on (B)(6) 2018. (B)(4) was returned and evaluated under medwatch MFR report # 2916596-2018-03657. A correlation between the evaluation of (B)(4) and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 with complaints of pain and redness at the percutaneous lead (driveline) site. The patient was previously at an outpatient clinic visit on (B)(6) 2017 in which the driveline site had been cultured but it showed no growth. The patient stated that the pain and drainage had become worse, so the patient was admitted for further management. At admit, temperature was 97.8f; white blood cell count was 4.9 k/cumm (3.8-9.9). The at home antibiotic bactrim 800-160 mg po qd was stopped and cefepime was administered at 1000 mg ivpb every 24 hours. On admit, the patient received a computed tomography of the abdomen/pelvic/chest area that revealed minimally increased soft tissue thickening and stranding around the driveline as it enters the skin and in the subcutaneous fat, may have represented a superficial cellulitis. There was no drainable fluid collection. These changed did not extend beyond the peritoneum. The intraperitoneal course was normal. On (B)(6) 2017 cefepime was lowered to every 12 hours. On (B)(6) 2017, infectious disease consult agreed with the treatment of cefepime. Cefepime was initiated at 2000 mg ivpb every 12 hours until (B)(6) 2017 and then the patient to resume bactrim after that. The patient was stable and discharged the following day. White blood cell count was 4.9 k/cumm; temperature 98.2 f. No additional information was provided